Event description:
It was reported that after undergoing cystoscopy and urodynamics. Evidence of a lesion was discovered that merited evaluation prior to consideration of a sling procedure. The patient had undergone an endoscopic incontinence implant in 1995 and again 3 months later. Surgical removal of a palpable urethral mass over 1cm in size consisting of a nodule, pale yellow to red, was identified as calcified material consistent with calcified collagen via a microscopic examination.